Event description:
Ous MDR - after an implantation period of about 6 months a lead alert was reported via home monitoring on (B)(6) 2013 resulting in a safety switch to unipolar configuration. When the patient arrived at the hospital the same day, a full in-house pacemaker assessment and normal parameters were observed. Reprogramming to bipolar was done. On (B)(6) 2014, a lead alert was again reported via home monitoring. Normal function was observed in unipolar configuration. The post implant cxr was reviewed and showed subclavian access with tortuous pathway around the clavicle/first rib. A slight downward trend in atrial sensing was also seen on the atrial sensing graphs. The lead was explanted.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 31 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.